Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient has heart issues and an abdominal hernia. The pd clinic staff attempted to increase the pd prescription fill volume (reason not provided). Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction: b2 missing in initial report.

Event description:
It was reported that a peritoneal dialysis (pd) patient has heart issues and an abdominal hernia. The pd clinic staff attempted to increase the pd prescription fill volume (reason not provided). Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical investigation: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of abdominal hernia. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Patients on pd are at risk of developing hernia due to increased stress on the abdominal muscles from the dialysate and the opening in the muscle created by the pd catheter placement. Although it cannot be confirmed if pd therapy exacerbated the hernia, the patient did complain about the clinic staff attempting to increase fill volume when she could not handle it. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has heart issues and an abdominal hernia. The pd clinic staff attempted to increase the pd prescription fill volume (reason not provided). Attempts to obtain additional information were unsuccessful.